Manufacturer narrative:
Visual inspection: it was observed that the hexalobe tip was deformed. The edges of the hexalobe tip were deformed in a rotational pattern and appeared dull. Complaint history was reviewed and no similar complaints were identified. From the pyrenees surgical technique: screw insertion: insert the tifix bone screws through the plate using the size 10 tapered driver and tighten the bone screw until it begins to engage the plate. The size 10 tapered driver has a tapered, self-holding tip (stab and grab) to aid in insertion of the pyrenees screws. Correspondence with rep states that patient's bone quality was normal, and the device was used about 15 times. Excessive force was not used on the device. From the provided information, a cause cannot be determined conclusively.

Event description:
It was reported that a pyrenees constrained cervical tapered driver tip stripped out intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.

Event description:
It was reported that a pyrenees constrained cervical tapered driver tip stripped out intra-operatively. No adverse consequences, surgical delay or medical intervention were reported.  The procedure was completed successfully.